Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 512 mg/dl and went down to 445 mg/dl. Customer stated other blood glucose value was 511 mg/dl. Customer was treated with insulin pump and injection. Customer stated insulin pump was not delivering any insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer declined troubleshooting. The insulin pump will not be returned for analysis.